Event description:
A report was received regarding an attachment device with "bad bearings". It was unknown to the reporter if the device was used in surgery, if there were any delays in a surgical procedure, or if a spare device was available. It was unknown to the reporter if injuries or medical intervention were reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).